Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported it was noted the post operative axis alignment of a lasik procedure for monvision of the left eye was incorrect. Upon follow up, the reporter indicated intervention was a re-treatment to the left eye to address the residual / induced refractive error related to treating the wrong axis.